Event description:
The customer contacted customer service via email. She compared her blood glucose readings from her breeze2 meter to the results rec'd from a lab test. The breeze2 meter read 178 mg/dl, while the lab test result was 90 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service responded to the customer's email, but there has been no further contact with the customer. No product will be returned.

Manufacturer narrative:
The customer did not provide product info in the email. It's not possible to determine the manufacture date w/o the meter info.